Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 36 and 48 hours. The customer noticed insulin leaking onto her stomach, and then realized that the cannula was dislodged from the infusion site (abdomen). As treatment, a new pod was set.

Manufacturer narrative:
The pod was received with cannula fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined.